Event description:
Patient underwent upgrade of a biv ICD pacemaker in the ep lab (uneventful). The next day the device was checked and found to have a non functioning lv lead. The lv lead was found to be dislodged. Patient was brought back to the ep lab to have the lv lead revised. While advancing the whisper wire through the lv lead; done to assist with repositioning, the wire got caught and broke off inside the lead. Attempts by the physician were made to snare the piece of wire. Another physician was called in to assist. The wire piece stayed in the right side of the heart to the hepatic vein - where it rests. Wire piece was not able to be retrieved, it is in a stable location. Able to place the lv lead in the posterior lateral branch.